Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a failed selftest alarm on their insulin pump. It was found the customer received the alarm eight times in the past. Customer's blood glucose was unknown. No additional information provided.